Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due broken trace at pin 1 and pin 6 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm. Self test passed. No harm requiring medical intervention was reported. The insulin pump returned for analysis.